Event description:
It was further reported that there was a progressive rise in thresholds and failure to capture in the lead.

Event description:
It was reported that there was high and varying thresholds in the left ventricular lead. It was also reported that the phrenic nerve stimulation threshold was equal to the pacing threshold. The lead was capped and not replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).